Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with inappropriate therapy. Interrogation showed many episodes of shock and stored egms revealed potential lead noise. Patient was admitted for pending further assessment. The next day the decision was made to disabled the tachycardia therapy to prevent any further inappropriate therapies. The patient was fine after the event. Lead remains implanted.